Event description:
It was reported that a patient underwent a laparoscopic vaginal hysterectomy on (B)(6) 2012. The blade stopped extending after 15 minutes of use. Another like device was used with no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Blade will not advance. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/advance during the evaluation.